Event description:
During the btro (balloon occluded retrograde transvenous obliteration), there was a balloon failure which led to the leaking of the sclerosing agent into the portosystemic system and into the pulmonary vasculature.the patient became bradycardic and her oxygenation saturation dropped into the 70s. She was intubated by anesthesia with improvement in her o2 saturations and heart rate to baseline.what was the original intended procedure?balloon occluded retrograde obliteration (brto) of the gastro-spleno-renal shunt with possible embolization of competing systemic collaterals.